Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument passed electrical continuity testing. Engineering also found a broken yaw pulley and deep scratches. The yaw pulley was broken and missing a small piece at the distal end. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the fenestrated bipolar forceps instrument was noted to have a broken wire. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.